Manufacturer narrative:
Continuation of d10. Product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: 21mm trueflow dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: dual lumen pigtail catheter (non-medtronic device); lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that approximately one month following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure in a non-medtronic surgical aortic valve (sav), after the valve was successfully implanted at a depth of 2 mm, the echo gradient was greater than 20 mmhg. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 21mm non-medtronic balloon (true) to attempt to lower the mean gradient and better expand the valve frame. Following the bav, a transthoracic echocardiogram revealed a mean gradient of 18 mmhg. A dual lumen pigtail catheter was used and confirmed the mean gradient to be 18 mmhg. Upon removal of the pigtail catheter, the valve became hooked and dislodged towards the aorta to a new depth of 4-5 mm above the lowest aspect of the sav. The patient remained hemodynamically stable without paravalvular leak. A second valve was loaded into a new delivery catheter system and inserted with the attempt to keep the valve from moving further towards the aorta; however, the system was unable to cross the initial valve. Two attempts were made and both were unsuccessful. The implanting team aborted the second valve attempt, and another echocardiogram was performed. The valve was noted to be functioning properly and the patient remained stable; therefore, the procedure was completed. A few weeks later, the decision was made to surgically explant the medtronic valve and implant a new non-medtronic valve. It was noted that the valve had not dislodged further and was functioning properly. No additional adverse patient effects were reported.

Event description:
Medtronic received information from the patient that approximately one month following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.